Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the severely calcified and severely tortuous proximal left circumflex. The physician noted strong resistance while advancing the maverick 2 monorail balloon catheter to the lesion. On the initial inflation to 8 atms, the balloon ruptured. No pt complications were reported, and the procedure was completed with a different device. Pt status was reported as 'good'.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).